Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11 the product was not returned for analysis. The complainant indicates the use of company iii injector and healon as a viscoelastic which are not qualified for use with the associated iol (intraocular lens) model. The reported complaint was not observed as no sample was returned for analysis however, based on the information provided by the customer, the most likely root cause is failure to follow IFU (instructions for use), as the surgeon states the use of non-qualified viscoelastic and injector. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during intraocular lens (iol) implant procedure, the patient experienced near miss. Doctor noticed a tear at haptic-optic junction after inserted the lens into the eye. Subsequently the lens was removed during initial procedure and implanted the non company lens. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).